Event description:
It was reported that the right atrial (ra) lead was explanted due to an unknown reason. The lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead was explanted due to an unknown reason. The lead was replaced. No additional adverse patient effects were reported. Additional information was received from the field indicating that the reason for the explant was due to dislodgement. It was noted that a dislodgement was suspected when high capture thresholds were exhibited. The dislodgement was confirmed via a chest x-ray.